Event description:
Customer stated that the insulin pump got wet. Customer did not remove the insulin pump before entering the pool. The insulin pump kept beeping and alarm battery out limit. The blood glucose reading is 406 mg/dl. Customer treated with bolus. Customer stated that the insulin pump alarmed button error during the night. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic assembly. No constant tone alarm noted. Unable to verify button error alarm and battery out limit due to blank display. The insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.